Event description:
An ophthalmic surgeon reported a case of endophthalmitis in the patient's right eye following a cataract intraocular lens implant procedure. Postoperatively, the patient felt that visual acuity was decreasing. The patient's outcome is noted as "recovering." Twenty-seven days after the initial procedure, the patient was hospitalized and a vitrectomy was performed. The physician indicated that the cause of the event was unknown, and expressed doubt that the handpiece was the cause of the reported event.

Manufacturer narrative:
The customer reported four endophthalmitis cases since (B)(6) 2012. The customer doubts that these cases were caused by the phaco handpiece. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause cannot be determined conclusively. (B)(4).